Event description:
Arjo was notified of an incident involving a carino shower chair. It was reported that a patient had an epileptic seizure on the device. It was indicated that the knob (to which the safety belt should be attached) was missing, so the safety belt was attached to the carino's arm. The patient fell off the device and consequently sustained a skull fracture - a head wound that required 7 stitches.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified of an incident involving a carino shower chair. It was reported that a patient had an epileptic seizure on the device. It was indicated that the knob (to which the safety belt should be attached) was missing, so the safety belt was attached to the carino's arm. As a consequence, the patient fell off the device and sustained a skull fracture - a head wound that required 7 stitches. The device was inspected by an arjo technician. The inspection and photographic evidence provided showed scratches, paint residue and a missing safety belt fixing knob. According to the information received, the patient involved in the event had a resident gallery classification of e - emma, meaning that the patient was almost completely bedridden and totally dependent. The carino instruction for use (IFU; 04.bo.01_17) informs that he carino device can be used for patients who "understand and respond to instructions." "It is intended for residents how are active or semiactive i.e. Able to sit upright self-supported on the side of bed or toilet. If the resident does not meet these criteria an alternative equipment/system shall be used." Moreover, the device was used with the missing knob and therefore, the safety belt was attached incorrectly to the device. According to the procedures and warnings provided in the IFU: "action before every use: 1. Check that all parts of the carino hygiene chair are in place. Compare to part designations page in this IFU. 2. Check accessories and parts for damage. If any part is missing or damaged - do not use the product." "The safety belt will secure the patient in the chair. Fasten at the knobs on either side of the backrest and adjust the length on the buckle. Make sure the safety belt is close to the patient¿s body." "To avoid falling, make sure that the resident is positioned correctly and that the safety belt is being used, properly fastened and tightened." Based on the information gathered, it appears that the event was a result of incorrect use of the device and the patient's condition. The safety belt was not attached according to the product's instructions for use due to a missing knob. As a result, the patient fell off the device during an epileptic seizure. To sum up, the carino shower chair was used for the patient care at the time of event. He device did not meet its specifications due to missing knob. The complaint decided to be reportable due to the patient fall reported resulting in a serious injury.